Manufacturer narrative:
(B)(4). Product analysis included on the first supplemental report. Codes added are the same codes as before, had to include them in this report in order to submit. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Software logs were reviewers and they were unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for cranial resection procedure. It was reported that there was an alleged inaccuracy. The site registered their patient, went sterile, and after that when they checked accuracy on the patient it was showing the probe deep in the brain. They re-registered and were able to proceed with the case. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.